Event description:
Per the clinic, it was reported that the patient experienced an episode of meningitis post operatively. It was reported that the initial implantation took place on (B)(6) 2019. The surgery was unremarkable, with a small area of bone of middle cranial fossa dehiscent without violation of dura - patched with bone pate. There was no report of csf leak, and no drilling down to dura for internal receiver. No gushers were reported, and an intraoperative CT scan was normal. Pre implantation, it was reported that the patient experienced cardiovascular issues with sick sinus syndrome and pvc's on chronic anti-coagulants. The patient history of benign neoplasm of rectum and has had colonic polyps removed. No prior vp shunt. No other intracranial surgery. The patient presented to ER on (B)(6) 2019, with a retromolar trigone lesion and was admitted to hospital on (B)(6) 2019, for a duration of 9 days. A lumbar puncture was performed, and cultures revealed e. Coli. The patient was subsequently treated with an IV bactericidal broad-spectrum antibiotic and responded well to treatment. The patient was discharged on (B)(6) 2019 and was treated with further IV antibiotics upon discharge. The patient has since made a full recovery and has resumed device use with optimal outcome.